Event description:
It was reported that the battery was only lasting seven days. The customer stated that the insulin squirted out during manual prime process. The blood glucose reading at time of call was 94mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had a cracked display window corner, cracked battery tube threads and missing end cap sticker.